Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed a falloff test. The failure was isolated to the q1 component on electrode belt ECG "d" cable shorting. The root cause for damaged component could not be positively identified. No adverse event resulted from the damaged belt.